Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified no services reported previously. The complaint was confirmed, as the air detector was found to be damaged and in line was detected. The air detector was replaced. The device passed all tests thereafter.

Event description:
The customer returned the product for air-in-line sensor was defective, during device evaluation the air detector was found to be damaged and air in line was detected. There was no patient involvement.